Event description:
The investigation was completed with the findings from the log reports that the automated impella controller presented with a placement signal not reliable alarm, and two minutes later with a controller error alarm. Both alarms kept self-resolving intermittently for the next four hours until the pump was transferred to a backup console where the reported issue was resolved. The patient is also on extracorporeal membrane oxygenation.

Manufacturer narrative:
The investigation has been completed. Console logs from the reported day of event are consistent with complaint and showed that 12 days after pump was started, the console presented with placement signal not reliable alarm and two minutes later with a controller error alarm. Both alarms kept self-resolving intermittently for the next four hours, until the pump was transferred to a backup console, where the reported issue was resolved. Long term log and real time log data showed signal patterns consistent with what appears to be two failure modes: loss of light from optical bench lamp resulting in very low signal-to noise ratio (snr) and oscillating contrast values and optical bench communication issues. Although the occurrences of both failure modes were almost simultaneous, suggesting their correlation, we found no direct evidence to confirm it. Console logs also showed several interruptions of data streaming and repeated attempts to reestablish handshake. Rlm journals from the same time showed multiple reboots of the rlm, most of which coincided with interruption of data connection from automated impella controller (aic) to rlm (¿bad file descriptor¿ or ¿icm not ready for file receive¿ entries in aic logs). The console was extensively tested and peak signal-to-noise ratio (psnr) issue was reproduced. It has been observed that the lamp assembly on the optical bench would intermittently fail, resulting in loss of light in the optical sensor. While psnr condition was on-going, the optical bench maintained communication with the console, and no crc errors were present in its data. Analysis of rlm journal indicated multiple unexpected reboots of the rlm, which were not observed during testing. Rlm maintained stable connection to a test wifi network, with no interruptions of data streaming or video. Majority of rlm reboots in the field were triggered by the rlm software detecting loss of received data (¿90 seconds of inactive aic connection - resetting the usb stack.¿). However, the cause for the preceding data interruption could not be identified. Several components of the impella system (spanning aic and rlm) participate in usb data transfer and could have contributed to communication issue: 4-in-1 carrier, aic I/o panel and its harness, rlm backstrap cable and the rlm. The cause of the issue was a defective component. The cause of the aic issue was most likely an intermittent malfunction of optical bench. B.5 added new information from investigation results since initial manufacturer device report number 1220648-2024-20546 was submitted. H.6 due to investigation results, medical device problem code 1184 and component code 416 were incorrect to report on initial manufacturer device report number 1220648-2024-20546. New codes were added to health effect -impact code, medical device problem and component code sections based of the investigation results.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported the automated impella controller's (aic) impella connect platform was having connectivity issues. The screen was also going in and out. No known patient harm or injury. This issue occurred during patient use. The aic was replaced.